Manufacturer narrative:
Adverse event: international medical device regulators forum (imdrf) adverse event reporting. Health effect clinical code: no clinical signs, symptoms or conditions. Health effect impact code: no health consequences or impact. Medical device problem code: optical distortion. Component code: lenses. Type of investigation: testing of other batch/lot returned from user. Investigation findings: device incorrectly cleaned during reprocessing. Investigation conclusions: cause traced to maintenance.

Event description:
Pentax medical was made aware of a complaint on (B)(6) 2021 that occurred in the operating room during use in (B)(6). The reported complaint that the endoscope "became blurry during the procedure and was unable to be cleared using the water jets.", involving the pentax medical video colonoscope, model ec38-i10l, serial number (B)(4). The procedure needed to be aborted and the patient will have to undergo a second procedure as a large polyp was detected at the time of the lens becoming blurry. No serious injury or death of a patient or user was reported. The endoscope is expected to be returned to pentax (B)(6) inc.(pci) for evaluation pentax canada inc. Has been working with the biomedical engineering staff, endoscopy clinical staff, and the reprocessing department at the hospital since march 2020 to investigate and identify the source of recurring blurry/foggy image issues. Several endoscopes from langley have been inspected under high- powered magnification to uncover a substance covering portions of the lens. Further testing of the substance was initiated to uncover the composition and source of the substance. Through analytical testing of several scopes, it was determined that the substance on the lens consists of silicone. Several sources of silicone were identified as being used before or during a procedure (ie. Ovol/simethicone, silicone lubricant etc) and additional testing was required to understand if there were any unsuspected sources of silicone that my have been introduced via reprocessing or procedural preparation. The initial testing was completed by cambridge materials testing and focused on ecozyme, pico-salax, peglyte and cidex opa. Following this initial test, a more comprehensive analytical testing was ordered which and conducted by surface science western for cidex opa, medline e-z lubricating jelly, ecozyme enzymatic detergent, peglyte and pico-salax. A second group of products were tested by surface science western which included d-zyme appli-kit and endozime enzymatic detergent. The initial test conducted by cambridge confirmed silicone is present in ecozyme and pico-salax. For the first surface science western study, the tof-sims analyses of the six chemicals again confirmed that ecozyme contained silicone while the other items were determined to be silicone free (cidex opa, medline e-z lubricating jelly and peglyte). The second testing cohort that included two additional products concluded that d-zyme appli-kit contained silicone while the IFU compliant product (endozime) was silicone-free. Full analytical testing results from cambridge materials testing and surface science western can be provided upon request. Although silicone has been found in pico-salax, ecozyme and d-zyme appli-kit and testing confirmed a linkage between silicone in these products and the silicone found on the scopes tested, it can't be concluded that these products are the sole reason for blurry image issues. The silicone deposits could come from one or several different sources and can deposit at different rates based on the ph of the water. Using microscopy to follow up on endoscopes were silicone was removed, there is evidence to suggest that silicone can deposit on a clean lens in as little as 5-10 cycles. As stated above, and within the investigation and resolution report provided to the hospital, the cause of the blurry image issue has been identified as silicone deposits on the lens of the endoscopes. Silicone deposits on endoscopes can be very difficult to remove via traditional reprocessing methods and chemicals. These silicone deposits on endoscope lenses can contribute to blurry images, increasing the difficulty for completing a procedure in a thorough and efficient manner. Eliminating or minimizing the usage of products containing silicone during or prior to a procedure can reduce the potential of silicone depositing on the endoscope lens. Knowing that water with a lower ph resulting from poor water quality (high mineralization) or the use of co2 can increase the precipitation of silicone, thus accelerating the impact of silicone on the endoscope. Please ensure that water testing is done regularly and heavy mineralization is properly filtered out. In the investigation closure communication with the user, pentax (B)(6) inc. Stressed the importance for the user facility to follow the instructions for use(IFU) for pentax endoscopes for validated chemistry and reprocessing requirements to minimize silicone impact on the endoscope. For the removal of silicone deposits from the endoscope, please refer to the IFU which highlights effective lens cleaning. For demonstration purposes, a before and after cleaning of an endoscope impacted by silicone deposit was provided. Pentax (B)(6) inc. Will continue to work with fraser health authority to ensure that hospitals are following endoscope care instructions and utilizing only validated chemistry and reprocessing requirements to minimize silicone impact on the endoscope.